Manufacturer narrative:
(B)(4). Conclusion: review of the file indicates the lens was not implanted in accordance with the dfu requirements, acd below 3.0mm for vicl/vticl. Device evaluation: product evaluation found the lens returned dry in the lens container. Excessive vault, and explant is additional notes associated with the return. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -10.50. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -10.50 diopter in the patient's right eye (od) on (B)(6) 2015.the lens was explanted on (B)(6) 2015 due to excessive vaulting. No other lens was implanted.